Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose levels beginning the day before the call. The customer reported that he had an issue with the infusion set adhesive causing the set not to insert properly. Blood glucose level at the time of the incident was above 400 mg/dl. The customer declined troubleshooting and stated that he would perform a set change. The insulin pump was not replaced or returned for analysis.